Event description:
It was reported that during a lap gastric bypass procedure, the device kept spinning. Used a new hand piece to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
Date sent: 09/11/2007. Information was not provided by the initial contact. Evaluation summary: the hand piece was returned with a loose mount and the nose cone cracked. Due to the returned condition, the test pin could not be inserted. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, the hand piece no longer meets the specifications for continuity. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.